Event description:
Collection port came off during use and catheter replaced.

Manufacturer narrative:
It was reported that on (B)(6) 2023 "the entire end of the specimen collection port came off" which resulted in the foley catheter being removed and replaced. No patient injury was reported related to the incident. A sample was requested to be returned for evaluation.it has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.